Event description:
It has been reported that the console monitor was flickering and display was going off intermittently. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. The system was in clinical use at the time of the event.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the console monitor was flickering, and the display goes off intermittently. Upon functional testing, fse found issues with the connection in the macs monitor. The fse reset the connection in the macs monitor. After reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome.